Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This issue was discovered before use, at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 17, 2021 - may 18, 2021. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed fluid inside the housing which suggested leak has occurred. Further inspection revealed the cause of leak was due to missing film-wrap at the upper part of the bladder. No evidence of rupture was observed from the bladder. When the film-wrap was missing, the bladder would not inflate during fill and fluid would leak inside the housing. The cause of the missing film-wrap was due to manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.